Manufacturer narrative:
Correction to the initial MDR in block(s): b2 and b5.

Event description:
It was reported that the deep brain stimulation (dbs) clinical study patient developed cervicalgia due to a short lead extension, which was moderate in severity. The patient also experienced a deficiency of the operation room (or) cable, which was associated with this event. The patient was admitted to the hospital where they underwent a surgery to extend the lead extension on the right side in order to relieve pressure. The following day, the patient was discharged, and the evet was resolved. The physician assessed that the event had a probable relationship to the procedure, causal relationship to the hardware, and was not related to stimulation.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-non-surg acc upn: m365db4120080 model: db-4120-8 serial: n/I batch: n/I.

Event description:
It was reported that the clinical study (vercise dbs registry) deep brain stimulation (dbs) patient developed cervicalgia due to a short lead extension, which was moderate in severity. The patient was admitted to the hospital the same day and underwent surgery. The patient was later discharged and the event was resolved. The physician assessed the event with a probable relationship to procedure, causal relationship to hardware, and not related to stimulation. The patient also experienced a device deficiency with the operation room (or) cable, which was associated with the cervicalgia event.